Event description:
It was reported that the patient had endoscopic eradication therapy for a blood clot 2 days ago and they were able to turn the dbs therapy back on right away but today they had another EKG and cardioversion and they couldn't get the communicator to connect to the handset so they couldn't get their therapy back on. Patient said with the therapy off they didn't feel very well. Patient service specialist had patient hard reset communicator when it was plugged into and not plugged into the charging cable and power handset off and back on and unlink and relink the communicator to the handset but the patient was still unable to connect. "No device response" would come up. Patient said they had not put their device into any kind of cardioversion group prior to having the two cardioversions. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Healthcare provider (hcp) said patient can't connect to her implant post cardioversion procedure, on tuesday. Cardioversion programming was not done prior to the procedure. Hcp said the tablet can't connect to the implant as well. Reset neurostimulator command didn't allow connection either. Technical services(ts) recommend using another tablet to make sure, but told caller the cardioversion procedure likely damaged the implant. Hcp to follow up with manufacturer representative (rep). Additional information received from the manufacturer¿s representative reported the patient never communicated with neurology that she had a defibrillator placed in (B)(6) 2023. She also did not communicate with neurology that she had two consecutive cardioversions. This patient did not contact patient services or neurology to see if she needed to have her implant placed into cardioversion mode. She did not review the patient information in the handbook provided to her at the time of implant. She assumed that she just needed to turn her device off for the cardioversions. As a result, she was not able to communicate with her patient programmer. This patient saw the clinician yesterday in clinic. The clinician tried to connect with the clinician tablet and was unable to. It was determined that the patient¿s device had been damaged during the cardioversions. The clinician explained the patient would need to have a surgical consult. The patient and spouse both contacted the manufacturer and made allegations they were not aware that they needed to place the implant into cardioversion mode. The patient did not communicate her cardiac issues with neurology. She sought cardiac treatment at another hospital. The cardiologist did not contact neurology regarding this patient either.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient only turned their device off prior to their procedure and did not place it into cardioversion group. Due to this the device became non-functioning following cardioversion.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the telemetry issue was suspected to be due to cardioversion that took place on (B)(6). It was noted the location of the neurostimulator was in the chest and stimulation was off when the cardioversion took place. The plan to resolve the issue was to replace the neurostimulator.

Manufacturer narrative:
H3. Analysis of the ins (s/n (B)(6)) found there was an abnormal function of an integrated circuit on the hybrid circuit board of the neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable neurostimulator (ins) has been explanted and replaced with a new device. The ins will be returned for analysis.